Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2015. Please see submission comment for explanation. Exemption letter e2013012 alma ltd. (Manufacturer) is submitting this report on behalf of alma inc. (Importer). This was diagnosed as a case of q switch induced chrysiasis caused due to residual intracellular gold received for rheumatoid arthritis. This is a known cause-effect. Also methotrexate is a contraindication for the procedure therefore the device is not required to be tested. There is no corrective or preventive action as it is widely known that laser treatments should be avoided on patients with history of rheumatoid arthritis. Methotrexate is listed as one of the contraindications in the operator's manual. A letter to doctor will be sent to reiterate the importance of contraindications the clinical experts contacted by alma diagnosed the discoloration as reversible with good prognosis. It may require additional/different laser intervention that may prolong the healing times. Though it does not seem the damage is permanent but based on our procedures if the healing takes more than 90 days then it is reportable. In good faith efforts alma is reporting this to FDA. Should any additional relevant information be available alma will file a follow-up report(s) with FDA.

Event description:
The suspected device q switched 1064nmnd/yag was used on skin type iii for fine lines and pigments on face. Based on the facility doctor's notes after the first several laser applications, the patient complained of experiencing a hot sensation. The treatment was halted and the clinician explained that the occasional flash might feel slightly warm with immediate dissipation. Approximately 2 minutes into the treatment again, the patient complained that she has pain and should have taken topical anesthetic. This procedure generally does not require any anesthesia. The clinician immediately stopped the treatment and noted bruising in the areas that were treated. Skin cooling was immediately performed with cool compresses. At this time the clinician recalled that the patient had a history of rheumatoid arthritis, and considered that this incident could be related with q switch laser induced chrysiasis. The patient then admitted that she has received intramuscular gold therapy over a 7 year period more than 30 years in the past.